Event description:
It was reported that 10 minutes after starting treatment with polyflux 140h, the patient experienced chest tightness, shortness of breath and sweating. Treatment was stopped immediately, and the patient was administered dexamethasone (2.5 mg, intravenously). A different type of dialyzer was used to continue the treatment. Approximately one hour and 10 mins after starting treatment, the patient developed hypertension (181/104 mmhg). The patient's vital signs were monitored until treatment was completed. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.